Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed and the device was found to operate as designed. No further corrective action is required.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during therapy (secondary infusion of IV solution azithromycin 500mg ivpb mixed in 250 ml dextrose 5%, rate set to 250ml/hr with vtbi of 250ml). Any patient injury or medical intervention is unknown. The customer also stated that the device was swapped out. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.